Event description:
Sorin group (B)(4) rec'd a report that the double head pump displayed an error message after the case was complete. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the double head pump displayed an error message after the case was complete. There was no pt involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the double head pump displayed an error message after the case was complete. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the issue. Serial readouts were taken from all pumps and sent to sorin group (B)(4) for investigation. The arterial pump was exchanged with a spare pump as a precaution and the involved pump was returned to sorin group (B)(4) for evaluation. Evaluation of the returned s5 double head pump was unable to confirm the reported issue. No faults were found during testing. A hardware analysis was performed which was able to identify two faulty boards, which were replaced and discarded. A 24hr test run with different settings and different speeds was unable to identify any further issues with the pump. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. This issue will be monitored for trends and if a trend is identified, corrective action will be recommended.